Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via social media that a quarter of the string was stuck to the package. No injury reported.